Event description:
Event description boston scientific received information that one week post implant, this pacemaker was exhibiting ventricular oversensing with long pauses in pacing. During the revision procedure, the ventricular lead tested normal; however, the lead was repositioned. The lead was reconnected to the device and again pauses in pacing were observed. The device was reprogrammed to voo temp mode with a rate of 90ppm which yielded the same results. Therefore, the device was removed, replaced, and returned for analysis.